Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite attempting to use another wall adapter. The customer stated the pump displayed 60% after plugged into charge and the battery dropped to 15% after using a power source. Reportedly, the customer received low power alerts due to the battery depleting. The customer's blood glucose was 150 mg/dl. The customer reported would use the pump until replacement arrived.